Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint "tip cracked." They found the primary failure of broken proximal clevis to be related to the customer reported complaint. For clarification, the instrument was found to have the plastic proximal clevis broken. Broken piece is missing as a result of breakage. Size of missing piece is approximately 0.133¿ x 0.141¿.

Event description:
It was reported that during central processing, the tip of the permanent cautery hook instrument was observed cracked. There was no report of patient involvement.